Event description:
It was reported that needle 30x1/2 rb was blocked before use. The following information was provided by the initial reporter: on (B)(6) 2020, the doctors used the batch of injection needles to inject the patient. After drawing the medicine into the syringe, they found that the needle was blocked before the injection, and the medicine could not be discharged, resulting in a medicine that could not be used.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9077689. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified, however what could have happened is that the stopper vial material clogged the needle. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 30x1/2 rb was blocked before use. The following information was provided by the initial reporter: on (B)(6) 2020, the doctors used the batch of injection needles to inject the patient. After drawing the medicine into the syringe, they found that the needle was blocked before the injection, and the medicine could not be discharged, resulting in a medicine that could not be used.